Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that restenosis occurred. The device was not returned for product analysis. It is noted that the event of restenosis is listed as known adverse events associated with device use. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2015, in-stent restenosis at the proximal to mid distal right coronary artery (rca) was successfully treated with 3.00 mm x 32 mm promus premier drug eluting stent. In (B)(6) 2019, in-stent restenosis at mid to distal rca was treated with a 2.50 mm x 38 mm synergy drug eluting stent. It was further reported that the promus premier stent implantation occurred in (B)(6) 2016, rather than (B)(6) 2015 as was initially reported. In (B)(6) 2019, in-stent restenosis at the proximal rca was treated with a 3.50 mm x 28 mm synergy drug eluting stent.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2015, in-stent restenosis at the proximal to mid distal right coronary artery (rca) was successfully treated with 3.00 mm x 32 mm promus premier drug eluting stent. In (B)(6) 2019, in-stent restenosis at mid to distal rca was treated with a 2.50 mm x 38 mm synergy drug eluting stent.